Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt dizziness after receiving inappropriate atp/shock therapy due to supraventricular tachycardia rhythm accelerating into the ventricular fibrillation zone. Programming and medication changes were made. The patient was stable after the event.